Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was inactivated and a leadless implantable pulse generator (ipg) was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with diaphragmatic stimulation. The atrial lead had high thresholds and was not sensing. An x-ray confirmed an atrial lead dislodgement. The parameters on the lead were reprogrammed and a lead revision is planned. No further patient complications have been reported as a result of this event.